Event description:
Customer alleged that on (B)(6), 2015 she "was hospitalized because (her) meter was not working"; noting the reading she received was lower than a reading obtained on an hcp meter and also lower than a reading obtained at a hospital. Customer further reported receiving a reading of 147 mg/dl at 3:00 pm on her adc meter and then self-administered an unspecified "scheduled" insulin dose. Customer denied experiencing any symptoms, but then self-presented to her healthcare provider where a reading of "hi" was received on an unspecified meter. Customer was subsequently admitted to a hospital where a reading of 525 mg/dl was obtained on a hospital meter at approximately 4:00 pm. Customer did not report a diagnosis, but noted she was treated with 10 units of insulin via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were with the range specification and no errors were observed. The complaint is not confirmed.